Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported self-test failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a defective pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: this is the resubmission of the initial submission submitted on december 18th but due to the server error from the FDA side, the initial submission was not successfully received and processed ((B)(4)).

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to resmed corp in (B)(4). The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).